Manufacturer narrative:
(B)(4). Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
Manufacturer representative reported the neurostimulator depleted early. Upon explant, the extension connector prongs were found bent, loose and wires exposed - open circuit. The neurostimulator and extension were explanted but only the extension was returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.